Event description:
Customer reported via phone call, the insulin pump had a blank screen and condensation under the display. Customer's blood glucose was over 600 mg/dl. The device was exposed to sweat as she wears in her bra and dances. She also jumped into the pool with the device on. The device was not dropped and it doesn't have any cracks. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. It also had corroded motor home switch. Rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test weren't performed due to blank display. The device had minor scratches on the lcd window.